Event description:
The customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, hard drive, ffb and gib pcbs, and the mainframe power supply. System operates as intended. (B)(4).